Event description:
Procedure: small intestine anastomosis. Reportedly, the surgeon required a reoperation in 2005. The surgeon reports a staple line leak. However, the surgeon states that the pt did have an additional risk due to malnutrition.